Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no active drawer failure was found at the time of inspection. However, nursing staff reported intermittent access issues with the storage space. The likely cause was identified as loose or unstable cable connections at the rear of drawer 3¿1 and 3¿2. A field service engineer removed both drawers from the main station chassis, reset and inspected all cable connections, including row board cables. After reinstallation, the escort tested the drawers, confirming all pockets were accessible with no issues or failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer failed to detect on the communication bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.